Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 112 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). No hal software error detected alarms noted during testing. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure, the main arm cannot communicate with the motor arm was present in the pump trace download, problem isolated to electronic board stack. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No auto mode anomalies noted during testing.